Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were fluctuating (approx. 50-300s mg/dl). Customer corrected the high bg levels by delivering a bolus via the pump, and low bg levels were addressed by consuming juice and liquid glucagon. Customer's healthcare provider recommended adjusting pump basal rate, carb ratio, and target bg to address the issue.